Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No trend data are available for analysis. The provided test results from 5th of july 2023 show a pacing threshold of 0.4 volts, a pacing impedance of 735 ohms and a shocking impedance of 83 ohms. No iegm episodes are available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
One day after implant a lead perforation was observed. The implant procedure was normal and there was no indication of a perforation. The patient was hospitalized for 8 days and then released. Lead currently remains implanted. Should additional information be received, this file will be updated.